Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then opened the device in order to perform a visual inspection but no discrepancies were observed. Physio then disconnected and reconnected the user interface (ui) to stack flex cable, as well as ensured that all other internal cables and connectors were properly seated. After ensuring that all connections were properly seated, the device booted up with no further discrepancies. The reported issue could no longer be duplicated. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was powering on with a white display, and that none of the controls appeared to respond. A white display is indicative of a device lockup condition that can delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Additional mfg narrative, of the initial medwatch report indicated: code # 2645 - na code # 1198 - unlabeled physio-control evaluated the customer's device and verified the reported issue. Physio then opened the device in order to perform a visual inspection but no discrepancies were observed. Physio then disconnected and reconnected the user interface (ui) to stack flex cable, as well as ensured that all other internal cables and connectors were properly seated. After ensuring that all connections were properly seated, the device booted up with no further discrepancies. The reported issue could no longer be duplicated. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined. Section h10/h11, additional mfg narrative, of the initial medwatch report should have indicated: code # 2645 - na code # 1198 - unlabeled physio-control evaluated the customer's device and verified that the device had a white display upon boot-up; however, the reported unresponsive controls could not be duplicated. Physio then opened the device in order to perform a visual inspection but no discrepancies were observed. Physio then disconnected and reconnected the w15 lcd to user interface (ui) pcb cable, as well as ensured that all other internal cables and connectors were properly seated. After ensuring that all connections were properly seated, the device booted up with no discrepancies and the reported white display issue could no longer be duplicated. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The likely cause of the reported white display was a loose internal connection; however, the cause of the reported unresponsive controls could not be determined.

Event description:
The customer contacted physio-control to report that their device was powering on with a white display, and that none of the controls appeared to respond. A white display is indicative of a device lockup condition that can delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.